Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Perform charge and boot test: pass. The receiver download contains no data from the relevant dates of this investigation. Passed 'try it','fixed low' test. Audio tone was heard (without intermittence) at normal volume when tested with receiver communication tool. Opened receiver,passed internal visual inspection. Speaker measured 7.75 ohms.(within tolerance)passed 'wiggle' test. Root cause. .the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.